Manufacturer narrative:
Per the instructions for use, paravalvular leak is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The edwards sapien retroflex 3 transfemoral delivery system training guide instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. In addition, the patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to paravalvular leak, including device malpositioning, inaccurate measurement of the native valve annulus, improper valve sizing, and uneven distribution of calcium on the native valve. In this case, the cause of the pvl was likely due to patient¿s severe native valve calcification. Despite post dilation of the valve, there was still moderate pvl (tolerated by the patient). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review.

Event description:
As reported per the edwards field clinical specialist (fcs), four days post deployment of a sapien valve, the patient had a second valve implanted due to paravalvular leak (pvl). At the end of the initial procedure, there was moderate pvl and trace central ai. Post procedure the patient was transferred to the ICU in stable condition.